Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the partial clip movement of the first mitraclip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was implanted without incident. After the second mitraclip was implanted, some slight movement was noted on the first mitraclip, but the mr was reduced to grade 1. There was no interaction between the two mitraclips. The first mitraclip was still attached to both leaflets, but it had more movement than it had originally. The physician was still satisfied with the results. The patient was discharged home in good condition one day post procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond (partial clip movement) appears to be related to patient morphology/pathology (thickened leaflets and enlarged heart). There is no indication of a product quality issue with respect to manufacture, design or labeling.